Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A14894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, c-section and antiphospholipid syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fatigue ("fatigue"), menstrual disorder ("changes to menstrual cycle") and pain ("localised pain "). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown and the hypersensitivity, abdominal distension, feeling abnormal, amnesia, fatigue and menstrual disorder had resolved. The reporter provided no causality assessment for abdominal distension, amnesia, fatigue, feeling abnormal, hypersensitivity, menstrual disorder and pain with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of (B)(6) 2019 could have caused her localized pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side. X-ray - on (B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm. Lot number: a14894, manufacturing date:2012-05, expiration date:2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: new events: allergy symptoms, bloating, brain fog, memory loss, fatigue, changes to menstrual cycle, localised pain added. Consumer address added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/localised pain') in an adult female patient who had essure (batch no. A14894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, c-section and antiphospholipid syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fatigue ("fatigue"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved, the hypersensitivity, abdominal distension, feeling abnormal, amnesia, fatigue and menstrual disorder had resolved and the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, fatigue, feeling abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of (B)(6) 2019 could have caused her localized pelvic pain. Product insertion date updated from (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side. X-ray - on -(B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm. Lot number: a14894 manufacturing date:2012-05 expiration date:2015-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information, event: abnormal bleeding, rcc added. Product start date updated. Event localised pain clubbed with event: pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/localised pain') in an adult female patient who had essure (batch no. A14894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, c-section and antiphospholipid syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), fatigue ("fatigue"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved, the hypersensitivity, abdominal distension, feeling abnormal, amnesia, fatigue and menstrual disorder had resolved and the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, fatigue, feeling abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of (B)(6) 2019 could have caused her localized pelvic pain. Product insertion date updated from (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side. X-ray - on (B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm. Lot number: a14894 manufacturing date:2012-05 expiration date:2015-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A14894) inserted for female sterilisation. The patient's medical history included parity 1, c-section and antiphospholipid syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of (B)(6) 2019 could have caused her localized pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side. X-ray - on (B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm. Lot number: a14894 manufacturing date:2012-05 expiration date:2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/localised pain") in an adult female patient who had essure inserted (lot no. A14894) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic discomfort, painful periods, abdominal pain, back stiffness, shoulder pain, antiphospholipid syndrome, c-section and parity 1. Previously administered products included: iud nos. As concurrent condition the report mentioned coital bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), a first episode of abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), fatigue ("fatigue"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues"), a second episode of abdominal distension ("bloating"), urinary hesitation ("change in urine stream") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). At the time of the report, the hypersensitivity, brain fog, amnesia, fatigue and menstrual disorder had resolved and the pelvic pain had not resolved. The outcomes for genital haemorrhage, device intolerance, mental disorder, urinary hesitation and the last episode of abdominal distension were unknown. The reporter considered the second episode of abdominal distension, device intolerance, genital haemorrhage, headache, mental disorder, pelvic pain and urinary hesitation to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, the first episode of abdominal distension, brain fog, amnesia, fatigue or menstrual disorder. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of (B)(6) 2019 could have caused her localized pelvic pain. Product insertion date updated from (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side [x-ray] on (B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm lot number: a14894 manufacturing date:2012-05 expiration date:2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. New events device intolerance, psychological issues, bloating, change in urine stream and headaches added. Medical history , historical drugs, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A14894) inserted for female sterilisation. The patient's medical history included parity 1, c-section and antiphospholipid syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion details: hysteroscopy was performed using the vaginoscopic route, both ostia were seen and good views were obtained. One essure device was placed into each ostia of the fallopian tube with 4 coils visible on both sides. Physician explained that pathologies found in the histology of 06-jun-2019 could have caused her localized pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): histology on (B)(6) 2019: adenomyosis, fibroids and tubal cyst on the left hand side. X-ray on (B)(6) 2013: relatively symmetrical appearance of the sterilization implants; the distance between the medial ends is 35 mm. Lot number: a14894, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Case upgraded to serious incident. Reporters, date of birth, age group, medical history, lab data and essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.